Manufacturer narrative:
Investigation summary: bd received 15 samples and 1 photo for investigation. Visual examination of the samples and photo does not show the customer's indicated failure mode of foreign matter (outside of the tube); the sample and photos confirmed the presence of embedded fm(foreign matter) in the tube. There are black specks in the sidewall and bottom of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm. This complaint has not been confirmed for fm outside the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 19 tubes had black foreign matter inside and outside the tube - the number for each defect was not specified. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 19 tubes had black foreign matter inside and outside the tube - the number for each defect was not specified. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated with additional information: b3. Date of event: 24-jun-2025 b5: describe event or problem: it was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 46 tubes had black foreign matter inside and outside the tube - the number for each defect was not specified. There was no health impact or consequences reported. - quantity of tubes updated from 19 to 46.